Event description:
It was reported that "the pump almost killed her," and the dose had to be adjusted a couple of times. When the device was implanted, everything seemed to go okay, but seemed like the patient was getting too much medication. This occurred from the time they were implanted ((B)(6) 2007) until 2009 when it was removed. The drug that was used via the device system was morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2007, product type: catheter (B)(4).